Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/05/2025, the user reported that during the fill tubing step of a supply change, the cartridge began leaking. The user confirmed they followed the cartridge filling and connector attachment steps correctly. The issue occurred with a new cartridge and did not recur with other cartridges. Blood glucose was not affected. The user completed the supply change and no replacement was issued. No symptoms, external assistance, or medical intervention occurred.